Manufacturer narrative:
One nanotite implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the fractured screw piece. The restoration was also returned. The upper portion of the fractured screw is bound in the restoration. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm (B)(4). The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i standard abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The implant had to be removed. Tooth location 4.